Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed this lead was fractured during the implantable cardioverter defibrillator (ICD) change. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.